Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
It was reported that during surgery the surgeon had problems to screw in the biocomposite screws into the knee. The screw crumbled. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 31-mar-2022: the screw is crumbled when removing it from the screw driver. ***update swit 06-apr-2022: the screw crumbled outside the patient and no crumbles got into the patient.